Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a packed red blood cells (prbc), total bag volume of 306ml was programmed to infuse at a rate of 153ml/hr, volume to be infuse of 306ml. Part of this volume was used to prime the tubing. However, the device ended up infusing 324ml instead as indicated in the pcu. There was patient involvement but no patient harm.

Event description:
It was reported that a packed red blood cells (prbc), total bag volume of 306ml was programmed to infuse at a rate of 153ml/hr, volume to be infuse of 306ml. Part of this volume was used to prime the tubing. However, the device ended up infusing 324ml instead as indicated in the pcu. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b17 - device not returned,c20 - no findings available,d15 - cause not established. Additional information: device available for eval?,returned to manufacturer on,device return to manuf .?,device eval by manufacturer?,if other specify,imdrf annex a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.